Manufacturer narrative:
(B)(4). The hp declined to return the device for evaluation. A follow-up MDR will be submitted if any additional information is received.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a high drain 104 alarm at the end of therapy on the homechoice machine (hc). The home patient(hp) stated she never felt full or uncomfortable. The hp stated she called her nurse who stated that because she was using the red bags, the ultrafiltration of 1868 was normal. The technical service representative (tsr) explained the alarm and its cause. The hp admitted to bypassing drain 3 of 4 because the hc was alarming. The tsr checked the therapy log for the ultrafiltration (uf). The cycle 4 uf was 2920ml, cycle 3 -1603ml, cycle 2 was 295ml, and cycle 1 was 256ml. The tsr explained that because she bypassed drain 3 without the draining all the way, the hc had a large drain in drain 4. The tsr advised the hp to never bypass a drain without knowing what her drain volume is. The therapy showed 2 bypasses and they were both done in drain 3. The tsr advised the hp to contact their nurse. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The report of a high drain volume alarm meets iipv criteria by definition. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. The cause was use error, inappropriate bypass of the drain, not including I-drain. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. The warning on page 15-46 states "bypassing a drain phase can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation"